Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent medical intervention due to wound dehiscence.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Additional: h6. Correction: b4, g4, g7, h2, h10. Event summary: it was reported the patient presented to the physician¿s office due to postop wound dehiscence on (B)(6) 2019. Medical intervention was noted to have occurred. Review of received data: an image was received of the patient's postop wound dehiscence. X-rays were also received but did not contribute anything relevant to the case. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Sterilization certificate: the review showed that the product was gamma sterilized according to valid standards. Conclusion summary: it was reported the patient presented to the physician¿s office due to postop wound dehiscence on (B)(6) 2019. Medical intervention was noted to have occurred. An image was received of the patient's postop wound dehiscence. No product was returned to zimmer biomet for in-depth analysis. The analysis of production records and product documentation showed that the product combination was approved by zimmer biomet. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. And the review of the sterilization certificate showed that the product was gamma sterilized on 28-nov-2014 according to valid standards. The investigation results did not identify a non-conformance or a complaint out of box (coob) and do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
Please refer to report 0009613350 - 2019 - 00367.